Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 1ml tb syringe w/ needle precisionglide¿ separated from the hub. This was discovered during use. The following information was provided by the initial reporter: material no: 309623 batch no: 9007609. It was reported that when shield is removed the needle hub comes off with it. Verbatim: needle hub removes when removed shield on 5-6 syringes. Consumer not seating the needle to syringe. Informed to do so.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml tb syringe w/ needle precisionglide¿ separated from the hub. This was discovered during use. The following information was provided by the initial reporter: material no: 309623, batch no: 9007609. It was reported that when shield is removed the needle hub comes off with it. Verbatim: needle hub removes when removed shield on 5-6 syringes. Consumer not seating the needle to syringe. Informed to do so.